Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid in the drain bag and was not feeling well. On the same day as the event onset, the patient was taken to the hospital and was discharged. On an unreported date, the patient was back to the hospital for an unknown indication. At the time of this report, the patient outcome was unknown. Pd therapy was temporarily discontinued. The cause and treatment for the event were not reported. No additional information is available.